Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that pressure transducer test failure occurred. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer test failure was not reproduced during on-site visit. The device failed internal leakage test which was resolved by cleaning expiratory cassette and expiratory cassette membrane. The issue was decided to be reported in abundance of caution as pressure transducer test failure may, in some cases, represent a reportable event. Further received information indicated that pressure transducer test failure was not reproduced and no parts needed to be replaced, which is not consider safety related scenario. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 04/07/2020. Corrected manufacture date: 04/02/2020. Previous usage of device: unknown. Corrected usage of device: reuse.